Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was revised due to tibial loosening and pain. The femoral and poly components were also revised. The surgeon noted that upon removing the tibia, it had some cement bonded to the surface of the implant with virtually none around the keel. All available information has been provided.

Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Approximately 6 years post-op, the patient stated his left knee has failed and was experiencing pain and difficulty weight-bearing. Upon medical evaluation, revision has been recommended but has not been scheduled. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 00596401651 - femoral component option size f left compatible with lps-flex prolong - 63476558. 00596404012 - articular surface size ef 12 mm height ''use with plate 5 - 64012146 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 63971420. 600-15-100 - cobalt g-hv bone cement 40gm - 266250. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b4; b5; b6; b7; d2; g1; g3; g6; h1; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. The event is confirmed. Additional medical records and radiographic images were reviewed by a healthcare professional. Records noted that the patient was experiencing pain, difficulty walking, and moderate effusion. X-rays provided confirmed signs of tibial loosening. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b4; b5; b6; b7; d2; e1; g1; g3; g6; h1; h2; h6; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial bilateral knee surgery. Approximately 6 years post-op, the patient underwent a revision due to pain, difficulty walking, and radiographic evidence of aseptic loosening. During the procedure, the surgeon noted the tibial component to be grossly loose and there was extensive osteolysis of the metaphysis of the lateral tibia with an uncontained defect. All components, except the cemented patella were revised without complication. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Primary operative notes state that there were no intraoperative complications. Revision operative notes state that the patient was revised due to pain and aseptic loosening. During revision it was found that femoral and patellar components well fixed but the tibial component was grossly loose. There was also extensive osteolysis of the metaphysis of the lateral tibia with uncontained defect. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.